Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device was not in patient use. The device's display pca and system board were replaced to address the issue.